Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Manufacturer narrative:
Investigation of the cause of this event shows that the technical cause of the failure of the actuator is related to an assembly error of a retaining ring (seegerring) in the rotorshaft of the actuator at our supplier. Corrective action and preventive action activity measures are identified to prevent these kind of events in the future. The actuator is replaced and verified for correct assembly, system works now according the specifications. (B)(4).

Event description:
Philips received a complaint from a customer that during a procedure with a patient on the table the monitors were located over the patient. When finished the frame was moved and when this was almost out of reach of the stretcher the monitors frame fell down knocking the top of the table. No patient, user or bystander was hit or injured.